Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd insyte autogard bc catheter experienced a blood control feature that did not work. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. While conversing with the nurse, when she found out that I work for bd, she said, "my only complaint with this device is that the valve only blocks once. After that first time it can get a little messy sometimes." Additional from follow-up response: product description: name ¿insyte autoguard,¿ a shielded IV catheter with blood control technology. In the even description, the ¿valve¿ the nurse was referencing is the blood control valve of the device